Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The device was returned to olympus for evaluation and confirmed the customer¿s allegation. Additional findings were as follows: a broken cable, image was cloudy and white balance missing. Based on the results of the investigation, it is likely that the following led to the malfunction: that e322 error occurred when trying to display device information of the camera head when the camera head was not connected due to cable failure. However, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the 4k camera head showed no mage on the screen, also showed error e322 (scope communication error) during reprocessing. There were no reports of patient harm or impact associated with the reported event.